Event description:
It was reported that during an meniscus repair, the fast-fix device released the 2 anchors at once. It is unknown if there was a back-up device available or if there was a delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case#:(B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was received for evaluation. A visual inspection revealed that they are not in their original packaging. Device 1 was returned in the pret1 setting. Devices 2 and 3 were returned in the pret2/postt1 setting device 4 was returned with the actuator bar past the needle tip and the shaft bent, crimping the actuator bar. There were 3 suture strings returned. Suture string 1 has both t1 and t2 on the string and the knot has not been tightened. Suture string 2 has both t1 and t2 on the string and the knot has been tightened. Suture string 3 was returned without any anchors, the end has been cut. A functional assessment of the returned devices found devices 1.2 and 3 cycled as designed. Device 4 was unable to cycle due to the actuator bar being past the needle tip and the shaft being bent, crimping the actuator bar. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.